Event description:
It was reported that the device was used during a gastric bypass procedure. On the gastro-resection, the cartridge dislodged from the jaws at the proximal portion of the stapler. It was challenging to open and remove from the stomach, but finally was pulled out with no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.